Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with the implantable cardiac monitor exhibiting 87 episodes of pulse pauses. On (B)(6) 2018, interrogation of the device revealed that the episodes were caused by undersensing. The device was reprogrammed. No patient symptoms were reported.